Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the threshold measurement at follow-up, the patient lost capture. When the physician "retired" the programmer pen, the pacemaker continued in a low output. After 30 seconds, the physician removed the programmer head, and the output was normal again. The patient suffered some convulsions, but when the output returned, his status was ok. The physician thought the problem was programmer-related because it had been "doing strange things" during that morning, especially when he changed the reference electrode to avoid noise. Programmer errors oxc0000005, oxe8fbfefo, and oxe66ceefo (dema) were also noted. Follow-up information received found that the ipg remains implanted, reportedly working well, which was confirmed at a subsequent follow-up visit. No further patient complications have been reported as a result of this event.